Event description:
It was reported that when using the pyxis medstation es system, a single patient did not show on the station. The reported malfunction occurred when a user was trying to issue medication to the patient. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a single patient did not show up at the station. A technical support specialist found that messages were crossed but failing to process for that patient and the messages were coming over with two medical record numbers instead of one. A technical support specialist gave the information to the customer and the customer was going to reach out to their interface team to review. The system functioned as intended after the technical support specialist troubleshooted the device.